Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer alleged end of 2018 the property ¿route¿ was removed from the interventions. There was no report of any adverse event or patient harm.